Event description:
Registered nurse (rn) changing IV tubing. When he turned the male luer to remove, the inner IV tubing separated from luer, falling out. Rn stated he did not have to use excessive force to turn luer.